Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. I on (B)(6) 2024, it was reported that the patient faced infusion sets kinked cannula within 3 hours of insertion about half and the other half longer than 3 hours after insertion at abdomen. The patient's blood glucose levels were 592 mg/dl, therefore patient had received correction injection via mdi. The patient was first gone to emergency room and subsequently hospitalized and received IV and fluids of saline and insulin. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.